Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 40 plates of bd bbl¿ macconkey ii agar were contaminated. It was reported that contamination with 221270 plates, lot 1134630. They state they have had between 1 and 2 plates growing mixed gram negative bacilli in a few sleeves from each box.

Manufacturer narrative:
H.6. Investigation: during manufacturing of material 221270, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 1134630 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and one other complaint has been taken on batch 1134630 for contamination. Retention samples from batch 1134630 were not available for inspection. Six photos were received for investigation. Three photos each show the agar surface of a plate from batch 1134630 (time stamps 0609 and 0610) with bacterial colonies. The other three photos each show the bottom of a plate from batch 1134630 (time stamp 0609 and 0610) with bacterial growth. No return samples were received for investigation. This complaint can be confirmed. A trend was identified for contamination and investigation found opportunities for bioburden reduction in the manufacturing process. CAPA#3076308 has been initiated and involves implementing additional cleaning events and evaluation of manufacturing procedures focused on in-process bioburden reduction. Additional trainings are planned with an ongoing training review for cleaning processes. Bd will continue to trend complaints for contamination. H3 other text : see h.10.

Event description:
It was reported that 40 plates of bd bbl¿ macconkey ii agar were contaminated. It was reported that contamination with 221270 plates, lot 1134630. They state they have had between 1 and 2 plates growing mixed gram negative bacilli in a few sleeves from each box.